Event description:
Upon further review of the programming history, it was observed that on (B)(6) 2009, a faulted system diagnostic test changed the settings to unintended parameters which were all corrected except for the magnet output current. Review of the magnet programming history reveals that the patient did use the magnet during this time and was likely not receiving the intended therapy as the magnet output current was only changed back to 0.75ma rather than 1.75ma on this date. The magnet output current was slater correct on (B)(6) 2009.

Event description:
It was observed that a copy of the patient's flashcard was received. Review of the history revealed that a system diagnostic test was performed on (B)(6) 2009, but a final interrogation was performed prior to the patient leaving the clinic on this date confirming the patient's intended settings. On (B)(6) 2009, a programming anomaly occurred again, but the settings were all corrected prior to leaving the clinic as confirmed by a final interrogation. On the next visit (B)(6) 2009, the settings were again at intended parameters. It is unclear when the device was inadvertently programmed to unintended settings. It appears that the physician may have been referring to the visit on (B)(6) 2009 in which a faulted system diagnostic test occurred after the initial interrogation of the patient's device. The settings were corrected on the same visit except the magnet output current which was corrected on (B)(6) 2009 from 0.75ma to 1.75ma.

Event description:
Reporter indicated that a patient's settings were different from what was intended. The physician stated that the patient frequently uses power tools and wanted to know why the settings were different. Requests for a copy of the physician's flashcard to verify the event and determine why it occurred have been unsuccessful to date.

Manufacturer narrative:
Date of event, corrected data: the supplemental report #1 inadvertently did not change the event date. Based on the available programming history, there is sufficient information that the event occurred on (B)(6) 2009. Serial #, lot #, other; corrected data: the supplemental report #1 inadvertently did not change the product information. Device manufacture date, corrected data: the supplemental report #1 inadvertently did not change the product information.